Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the black rubber part of the impaction handle is coming off and needs to be replaced. Also, two rp tibia impactor cracked and broke. All pieces were retrieved from the patient and this did not delay surgery. No surgical delay.